Event description:
This is a spontaneous report by a nurse from (B)(6) of gastroenteritis and bacterial peritonitis with culture positive for (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On an unreported date in 2010, the patient experienced gastroenteritis. In 2010, the patient was diagnosed with bacterial peritonitis and was hospitalized. Remedial therapy was not reported. On an unreported date in 2010, the patient was transferred to hemodialysis and dianeal therapy was discontinued. The nurse did not comment on the outcome for the events of gastroenteritis and bacterial peritonitis. The root cause of the bacterial peritonitis was gastroenteritis. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal therapy. The nurse did not provide a statement of causality for the event of gastroenteritis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem.